Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results - a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens on (B)(6) 2010 in the left eye. Icl was removed on (B)(6) 2010 due to high pressure. An iol lens was implanted. Further info has been requested, but none has been forthcoming. A supplemental will be submitted when further info is available. See MFR# 2023826-2011-00032 for the right eye.